Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding patient information, device information, side experiencing possible alcl, pathology report, and device return has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Healthcare professional reported a patient that has anaplastic large cell lymphoma (alcl). Explant surgery occurred "3 weeks ago." Pathological markers has not been received confirming alcl. The event will be captured as lymphoma until markers are received.

Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "potential adverse events that may occur with saline-filled breast implant surgery include: ...capsular contracture, hematoma/seroma, necrosis..."

Event description:
Additional information: healthcare professional reported patient was implanted on the left side in 1998 with a saline textured mcghan device. No serial number available. In (B)(6) of 2016, patient presented with ¿rapid swelling in left breast,¿ ¿peri-implant seroma,¿ and severe capsular contracture, baker grade iii. Pathology report notes ¿chronic inflammation,¿ ¿necrotic tissue fragments,¿ and ¿red-brown murky fluid.¿ the patient received alcl diagnosis on (B)(6) 2016. Pathological markers confirming lymphoma alcl have been received. The device was explanted and a capsulectomy was performed. Pet/MRI has not been performed due to patient anxiety. The explanted device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Continued h6 (health effect - impact code): f2203, f2201.

Event description:
Company representative reported that patient has anaplastic large cell lymphoma (alcl). Healthcare provider reported that the patient was implanted with a saline textured device. Patient experienced blood clots. Patient presented with ¿rapid swelling in left breast¿, ¿peri-implant seroma¿ and severe capsular contracture. The patient was diagnosed with alcl. Pathology report notes ¿chronic inflammation¿ and provides pathological markers alk negative and cd30. Report additionally notes ¿necrotic tissue fragments¿ and ¿red-brown murky fluid.¿ cytology and imaging reports additionally confirm alk negative and cd30. Patient representative reported ¿patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: mental anguish and fear of increased risk of alcl, significant scarring (not device related), disfigurement (not device related), tissue damage (not device related), reconstruction, (not device related) removal of implants due to fear of alcl, rashes, itching, asymmetry, total capsulectomy, firmness, grade iii capsular contracture, pain, enlargement of lymph nodes, chronic inflammation, reactive fibrosis, depression, anxiety, aggravation of depression and anxiety (not device related), and other physical and emotional manifestations that are severe and ongoing. The patient has been diagnosed with bia-alcl¿.